Event description:
During a scheduled testing/inspection, it was reported that the device illuminated the charge pak, attention and wrench icons. The device was unable to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control is anticipating the device return for evaluation and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.